Manufacturer narrative:
This is correction to report 1645337-2018-03344 that was submitted on 5/31/2018. The initial reporter source being foreign was erroneously omitted. The status of the impacted product was also erroneously said to be implanted. The correct status is as follows: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter's phone number: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. The final fill volume of the prosthesis was 225ccs. Deflation was diagnosed through ultrasound post procedure. As a result, device replacement with a mentor smooth round moderate profile 175cc saline prosthesis (catalog # 3501620, lot # 7542255) was performed on (B)(6) 2018.

Manufacturer narrative:
On 07/19/2018, the mentor failure analysis lab received the device for evaluation. On 07/19/2018, mentor received additional information about the event. The date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. On 08/02/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and black material were observed on the shell surface. During visual examination, the product evaluation (pe) team observed the device severely rented; it was returned in two pieces. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white and black material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).